Manufacturer narrative:
Good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that intra-operatively, the physician had difficulty placing the lead because the lead helix would not extend and retract. The physician used a different lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated that the distal conductor of the lead was extrinsically over-rotated. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was received with the helix fully extended, and distortion of the distal conductor within the is-1 connector. This is indicative of the connector pin being turned an excessive number of times during helix extension. If information is provided in the future, a supplemental report will be issued.